Manufacturer narrative:
Technician found the latch cover was bent which prevented the siderail from latching. The technician removed the latch cover to repair the bed until the replacement part arrives at the facility.

Event description:
Information received indicates the left intermediate siderail will not latch.